Event description:
It was reported that buttons on the insulin pump were unresponsive. The customer's blood glucose was 129 mg/dl. No significant events were recalled leading to the issue. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.